Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 due to magnet dislocation. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 18, 2023.

Manufacturer narrative:
This report is submitted on april 25, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in extrusion of the receiver / stimulator. Subsequently, the patient was treated with antibiotics (specific date, duration and type not reported). The implanted device remains.